Event description:
Reportedly, patient expired approximately after an implant duration of 1.73 months, due to unknown reasons. Unknown if patient death was device related. Information received from implant patient registry.

Manufacturer narrative:
Device not returned.